Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the gastrointestinal videoscope had an e216 (scope communication error code) and no image. Based on the results of the investigation, the probable root cause was component failure. The date of the event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The gastrointestinal videoscope was returned to olympus with a reported complaint of scope has a leak near the control knobs; this does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center, an e216 (scope communication error code) and no image. There were no reports of patient involvement.